Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the catheter stylet had bent. During surgery, the catheter was difficult to drive into place. Once the surgeon achieved a desired level for catheter tip, the stylet did not easily withdrawal from the catheter. Surgeon had to use some force to get it out. The implant was a success and patient was getting relief. Drugs in the pump not reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. The catheter was incomplete and returned in segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.